Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, batt out limit and failed batt test alarms during testing. Unit received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. Unit had broken reservoir tube lip. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.